Event description:
It was reported that the device was at elective replacement indicator and had possible premature battery depletion. It was also noted that upon opening the pocket for the generator change a lead insulation breach was observed. The lead was repaired with a splice kit and glue, and remains in use. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.